Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. Review of the data from the crt-d noted multiple high out of range shock impedance measurements of greater than 125 ohms. At this time no changes have been made and the crt-d remains in service. No adverse patient effects were reported.